Manufacturer narrative:
Weight- unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no damage to the lens. (B)(4): patient's acd was less than 3.0mm claim#: (B)(4).